Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture broke during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated/ sutured? =>no further information is available. Procedure name? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke from lot rkmdqu? How many sutures broke from lot lm6528? A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch rkmdqu mfg date: 11/21/17, exp date: 10/31/22. Batch lm6528 mfg date: 9/8/21, exp date: 8/31/26. Event related to mw # 2210968-2022-03170. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/24/2022 additional information: h6 h6 component code: g07002 no device returned additional information was requested, but unavailable: 1. How many sutures broke from lot rkmdqu?=> no further information is available. 2. How many sutures broke from lot lm6528?=> no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2022 additional information: d9, h3, h6 h3 investigational summary: visual analysis of the returned product revealed that one opened sample product code z493g was received to ethicon for evaluation. As per visual inspection, the strand was observed broken in several pieces into the winding former due to degradation process caused by exposure to environment. The product code z493g contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil packet was visually inspected, and excessive wrinkles, delamination, and holes in the cavity were observed. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: one packet of product code z493g was returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: five packets of product code z493g were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. Visual inspection of the unopened samples, no defects were found on the packets. The five samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.